Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that one of the prongs inside the pump usb port was observed to be bent, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.